Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. It was noted that episodes of non-sustained rv oversensing were observed and that the patient used a treadmill at various times throughout the day. Programming changes were made. The device remains implanted.